Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735857, serial/lot #: unknown, ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the camera monitor, and the power cables to the camera monitor were replaced to resolve the issue. Codes b01, c02 and d02 are applicable. Analysis was also performed for product: 9735857; lot#: unknown. It was reported that one of the two display port (dp) connectors have been damaged. A continuity test confirmed opens. Codes b01, c02 and d02 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system video on the camera cart was lost whenever the monitor power cable was moved slightly. The camera cart monitor displayed ¿no video detected,¿ while the camera itself continued to function. The manufacturing representative (rep) was able to reseat the power cable multiple times, which resolved the issue each time. There was no patient involvement. 2026-jan-02 iud (rep): additional information was received. It was reported that after replacing the monitor cables on the camera cart, she was still experiencing the same issue. Re-seating the displayport (dp) cable still resolved the issue, but moving or tilting the monitor will always cause the screen to display "no video detected." With the cables replaced, technical services (ts) believed the monitor was the issue. 2026-jan-05 iud (rep): additional information was received. It was reported that the monitor has been replaced, but was showing no video detected. Ts instructed the rep to update video input with soft keys. After updating it to dp, it was still showing no video detected. The video cable connections were reseated but issue was not resolved. It was noted that the pcoip (pc over ip) zero client was working, and the universal serial bus (usb) ports were functioning as is the camera.